Event description:
It was reported that the patient underwent an explant procedure due to worsening weakness in lower extremities and urinary retention. The ipg and lead was explanted. The explanted device will not be return as it was disposed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320; model: sc-1232; serial: (B)(6); batch: 582447.